Event description:
It was reported that the patient experienced abdominal pain with an artificial urinary sphincter (aus). An abdominal CT scan was completed and found the balloon to be intruding into the abdominal cavity. The aus balloon remains implanted but has been repositioned. Should additional relevant details become available, a supplemental report will be submitted.